Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Device interrogation revealed the right atrial lead exhibited intermittent capture. All other electrical measurements were stable. No intervention was performed.